Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this right ventricular (rv) lead has been exhibiting high out of range shock impedance measurements greater than 125 ohms, for approximately one year. The patient was reported to be in the hospital for a surgery, unrelated to the implanted device. A technical service consultant recommended additional testing. The device remains implanted. No adverse patient effects were reported.